Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The downstream/upstream occlusion seal was replaced. There was no problem with the device.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not detect the air inside of the circuit, although the alarm is active in the settings. The issue occurred during a quarterly check testing. There was no patient involvement.